Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood after removing the safety device. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2022, the nurse performed indwelling needle puncture for the child with feima. After successful puncture, the needle core was removed successfully. When the safety device was completely removed, blood was taken out with the needle core to the outer surface of the isolation plug."

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood after removing the safety device. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the nurse performed indwelling needle puncture for the child with feima. After successful puncture, the needle core was removed successfully. When the safety device was completely removed, blood was taken out with the needle core to the outer surface of the isolation plug."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1286910. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.